Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified second right posterolateral segment (rpl) artery. A 10/2.25 flextome¿ cutting balloon¿ catheter was selected to treat the target lesion. During the second inflation, it was noted that the balloon ruptured at 5 atm after 10 seconds. The balloon catheter was completely removed from the patient. The procedure was completed with a 2.0 non bsc balloon catheter. No patient complications were reported and the patient's status is good.